Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The device was returned to the biomed dept for an unspecified reason. No tracking info was provided, therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing. During a review of the device history at the service center, a s321 (motor error - pmc, left) was noted. Although the device passed testing a probable cause of the customer's reported s321 malfunction alarm code was a broken camshaft/clutch assembly. Report represents all the info known by the reporter upon query by hospira personnel.